Event description:
A pt was received continuous venovenous hemofiltration (cvvh) therapy on the baxter accura01 device. The device was programmed with a predilution rate of 1600/hour for the substitution solution and an ultrafiltration rate of 370cc/hour. During the first hour of treatment, the health care provider (hcp) received "balance alarms" and pressed the "balance" key and continued with treatment. This alarm occurred several times within the first hour allowing hcp to restart therapy. At the end of the first hour, hcp received "balance system off" alarm and was unable to restart treatment. Hcp checked the haemotronics blood tubing and found the red clamp at the "t" section on the extension line of the arterial line was clamped. This prevented the pt from receiving the scheduled 1600cc substitution fluid in the first hour. Hcp also reported there had been 1600cc fluid removed. Hcp reported pt did not exhibit any adverse signs or symptoms but the hcp administered 1 liter normal saline for fluid replacement.